Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant (intraoral region #10) during its installation surgery because no primary stability was achieved. The implant was not replaced in the same procedure. The patient presented insufficient bone quality (bone type IV) and fenestration occurred during surgery.